Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on multiple devices. The technical support specialist tss dialed into the server and confirmed that extensible markup language messages were processed normally, with only one message in the queue and all data appearing current. Although the logs showed no issues, the customer confirmed that the problem persisted and provided a patient with an example, which was visible on the server. Further investigation revealed that the unit was not assigned to the device, which prevented the patient data from appearing on the station. The nurse was informed that the unit needed to be configured on the server. The tss guided the customer through adding the unit to the device¿s area settings. It was also discovered that the active directory team had been sending incorrect transfer messages to an outdated unit. The tss advised resending the transfer to the correct unit and suggested deleting the outdated one as a permanent solution. The customer agreed to review this with their team and later confirmed that the issue had been resolved by the director. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients were not showing on multiple devices. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.